Event description:
The gamma target device is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device, but rather would be user related.